Event description:
It was reported to philips that the system's monitor was unable to display the live image. The patient was moved to another system. No harm to the patient or user was reported. Philips has started an investigation of this complaint.